Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors were reviewed and showed no anomalies or non-conformances that could have led to the complaint. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported low glucose readings from the abbott diabetes care (adc) device. The device consistently showed low readings, and the monitor alarm sounded nightly. The caregiver returned home to find the patient unwell and experiencing tremors. The monitor indicated an unspecified low glucose level. Around 10:00 pm, when the patient went to bed, his glucose level was in the 80s, which the caregiver noted is below his recommended range of 106¿160. Later, the monitor alarm indicated a reading of 30. The caregiver gave peaches to raise the patient's blood glucose. The next morning, on (B)(6) 2026, the caregiver found that the patient had died. In a later conversation, the customer requested discontinuation of all communications, including emails and promotional materials about the company's products. The call was disconnected while the caregiver was providing this information, so some details could not be verified for follow-up. No cause of death, autopsy report, or death certificate has been provided. Based on the available information, it remains inconclusive whether the adc device contributed to the reported death.